Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the sensors had broken needle during insertion. The customer stated that he does not have any sensors to return. Advised the customer to call back if further assistance is needed. No further info was provided.